Event description:
During a follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.